Event description:
Reporter indicated that pt passed away. Further follow-up revealed that the pt experienced a >50% reduction in seizures with vns therapy. The pt was receiving vns therapy at the time of death. Physician indicated that the pt died in their sleep, possibly from sudep. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.